Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that extrinsic outflow graft obstruction was suspected, and stenting was planned. Stents were successfully placed on (B)(6) 2024, and the patient was placed on extracorporeal membrane oxygenation (ECMO) to support cardiac catheterization. The stents were placed into the outflow graft. After the placement, the patient was successfully removed from ECMO. The patient's central venous pressure was around to millimeters of mercury. The reported flow was around 1.7 liters per minute with an operational speed of 5100 rotations per minute. The flow improved to 3 liters per minute and the staff considered whether or not to place the patient on a low flow system controller if the low flows occurred again.

Event description:
A computed tomography angiogram (cta) showed significant compression of the outflow graft.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction could not be confirmed through review of the submitted image. Review of the submitted log files confirmed low flow alarms. Although a specific cause for these events could not be conclusively determined through this evaluation, it was reported that pump flow improved following the outflow graft surgical intervention. The submitted log files captured low flow alarms from (B)(6) 2024. Of note, elevated pulsatility index (pi) values were captured during the majority of the low flow events. No further low flow alarms were observed following the surgical intervention performed on (B)(6) 2024. No other notable alarms or events were observed, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," provides an explanation of pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures," cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7, ¿alarms and troubleshooting,¿ outlines system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook is also currently available. Section 5 of this document also outlines system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.